Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had power-up issue in and out of the cart even with the fully charged batteries. The iabp would briefly turn on, but shuts down soon after and never fully powered up. The event occurred before use on patient. There was no patient involvement or adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and was able to reproduce the issue. The fse checked the power management board, the motor control, the solenoid and fiber optic boards, which were all good. Further evaluation showed signs of saline in several places which probably caused the reported malfunction. The fse then ordered and replaced the backplane board, but the iabp powered up and went into an audio alarm after initialization. The fse then checked the service diagnostics and found error logs indicating a ¿loss of communication between the monitor and the console¿. Upon further investigation, the fse found saline residue on the power on switch and the backplane to coiled cable cord. To resolve the issue, the fse replaced the power on switch and the backplane to coiled cable cord. In addition, the fse replaced the printer interface board to which the power on switch is connected to for all normal operations to resume. The fse then performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had power-up issue in and out of the cart even with the fully charged batteries. The iabp would briefly turn on, but shuts down soon after and never fully powered up. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.